Manufacturer narrative:
Details regarding this issue were clarified on (B)(4) 2014. (B)(4).

Event description:
A reservoir volume higher than expected in the pump was observed. A catheter revision surgery was performed to correct the incorrect suturing method the physician had performed during the implant procedure. A small discrepancy was noted during the refill visit after the catheter revision surgery. The pt is being monitored.